Event description:
Following heart cath a #6 angio-seal was placed in the right femoral artery, entry site. 3 hours later patient developed ischemia of the right leg and required a limited right femoral embolectomy to remove the collage plug.